Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally, unexpected reset issue could not be verified due to recessed ubs pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Additionally, it was reported that an unexpected reset occurred. The customer's blood glucose level was 600mg/dl which was addressed with manual injection. Reportedly the customer continued using manual injections for insulin therapy.